Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was not reported. The patient presented to the emergency room one day after onset of symptoms and was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotic ¿through capd¿ (dose, frequency and duration not reported) for peritonitis. At the time of this report the patient was not recovered from this peritonitis event. The action taken with physioneal therapy was reported as ¿transferred to capd¿. No additional information is available as the reporter declined to provide any further information.